Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the hand piece overheated during testing on a routine maintenance visit and in a non-sterile environment. This did not occur during a procedure. There was no patient involvement.